Manufacturer narrative:
Update to h6- investigation conclusions.

Manufacturer narrative:
According to the customer, on (B)(6) 2024 it was noted that the "circuit melted and fused together" causing the vent to alarm with a "100% leak". The customer reported after the reported incident occurred, they "changed out entire ventilator" and the patient was switched to "ventilator with f&p heater". The customer reported there was no report of impact to the patient/user and no report of hypoxia related to the reported incident. The customer reported prior to the incident occurring, the circuits were "joined or tied together, possibly taped". No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 it was noted that the "circuit melted and fused together" causing the vent to alarm with a "100% leak".